Event description:
A customer reported to baxer (B)(4) an interlink extension set in which a leak was observed from the bottom of the millipore filter. The alleged defect occurred after the administration set had been in use for five days. There was a patient involved. However, there were no reports of patient injury, medical intervention or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual as well as function tests were performed. The hydrophobic vent/housing failure test was conducted and a leak was found at the air vent within 10 second of the test starting. Therefore, the reported condition was confirmed. The filter is supplied by a third-party supplier. Therefore, the supplier was notified. The root cause of the reported condition was undetermined.this issue is being investigated through CAPA.